Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fq1r, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient received the implant for repeat bladder infections and urinary incontinence. The therapy hadn't helped the patient since implant and she wasn't seeing a result. The patient had 22 reprogramming sessions, there was no change, and the patient had to be catheterized three times a day. It was unknown what percentage of relief the patient received, but it wasn't much. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up has being conducted to obtain additional information.